Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2024. Infusion set was used for less than 24 hours. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.